Manufacturer narrative:
Analysis of the pump serial number (B)(4) found overinfusion, undetermined root cause. During testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Motor stall and motor stall recoveries noted in the pump logs. Analysis of the catheter serial number (B)(4) found catheter body broken. Analysis of the catheter found catheter/pump connector user damage beyond intended reliability. (B)(4).

Event description:
It was reported that the pump will be taken out due to an infection around the pump. It was also noted that ¿it's not working." A MRI was scheduled to evaluate a granuloma at the level of the ninth thoracic vertebrae (t9). The pump was delivering saline at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the catheter broke at the distal end and proximal segment. One break was right by the connection and the other was in the spine. A magnetic resonance image (MRI) was done as a diagnostic and a replacement was required as a result. It was noted that part of the catheter was left in the intrathecal space. The issue was noticed on the day of the report when the patient was "opened". The cause of the break was not determined. There were no drugs in the pump at the time of this report. The patient was alive with no injury. A follow up report will be submitted if more information becomes available.

Manufacturer narrative:
Final analysis of the pump was completed. This pump was returned for analysis. No further testing is required. Destructive analysis was finished. No new or additional anomalies were found during destructive analysis. Analysis is complete and product location updated. Current analysis coding will remain unchanged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).